Manufacturer narrative:
(Catalog number and UDI), operator of device, initial reporter also sent report to FDA, and if ind/preanda, give protocol # are unknown. No product information has been provided to date. No product sample is expected to be returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed a no disposable clamp tubing after cassette was changed 12 hours earlier. No patient injury was reported.